Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (missing/peeling/torn) issue. The reporter alleged that the ok keypad button was ¿cracked¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings: the keypad cover was found to be torn around the ok button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the case seal and the battery cap on the back of the pump. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test screen was inserted and found to function properly.